Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided, therefore a DHR review is not possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and product and no trips were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported an unspecified higher glucose reading by use of the adc device compared to an unspecified blood glucose test result obtained on a healthcare professional (hcp) meter. The customer was found unresponsive (lost consciousness) and semi-conscious by a relative. The customer was unable to self-treat, requiring a third-party non-healthcare professional (non-hcp) to measure the customers blood glucose and the customer was given apple juice to drink. Thereafter, emergency services were called. The customer then slowly regained consciousness. No further medications were administered. There was no report of death, serious injury, or mistreatment associated with this event. An additional glucose reading by the adc device sensor scan of 170 mg/dl, when compared to a blood glucose test result of 55 mg/dl obtained on a healthcare professional (hcp) meter, which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device as well as unknown the number of days of wear at the time of when the values were obtained. It is unknown when the values were obtained with regards to the time of the medical event.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported an unspecified higher glucose reading by use of the adc device compared to an unspecified blood glucose test result obtained on a healthcare professional (hcp) meter. The customer was found unresponsive (lost consciousness) and semi-conscious by a relative. The customer was unable to self-treat, requiring a third-party non-healthcare professional (non-hcp) to measure the customers blood glucose and the customer was given apple juice to drink. Thereafter, emergency services were called. The customer then slowly regained consciousness. No further medications were administered. There was no report of death, serious injury, or mistreatment associated with this event.an additional glucose reading by the adc device sensor scan of 170 mg/dl, when compared to a blood glucose test result of 55 mg/dl obtained on a healthcare professional (hcp) meter, which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device as well as unknown the number of days of wear at the time of when the values were obtained. It is unknown when the values were obtained with regards to the time of the medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed.an extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification.the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.all pertinent information available to abbott diabetes care has been submitted.